Manufacturer narrative:
H6 health effect impact code: code 4614 serious injury/illness/impairment removed. B3 date of event is estimated. D4 the UDI number is not known as the part and lot numbers were not provided literature attachment: article title "mitral valve replacement versus repair for severe mitral regurgitation in patients with reduced left ventricular ejection fraction".

Event description:
N/a.

Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided literature attachment: article title "mitral valve replacement versus repair for severe mitral regurgitation in patients with reduced left ventricular ejection fraction" summarized patient outcomes/complications of mitral valve replacement versus repair for severe mitral regurgitation in patients with reduced left ventricular ejection fraction were reported in a research article in a subject population with multiple co-morbidities including hyperlipidemia, arterial hypertension, diabetes mellitus, chronic obstructive pulmonary disease, pulmonary hypertension, atrial fibrillation, prior cerebrovascular incident, prior dialysis, prior myocardial infarction, prior pacemaker, prior implantable cardioverter-defibrillator, and heart failure. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis.

Event description:
The article, "mitral valve replacement versus repair for severe mitral regurgitation in patients with reduced left ventricular ejection fraction", was reviewed. The article presented a retrospective, single center study to compare the early and long-term outcomes following mitral valve (mv) repair and replacement in patients with left ventricular ejection fraction (lvef) <50%. Devices included were micardia dynamic annuloplasty ring, ce physio ring modell 4450, carpentier-mc-aimr eilogix ring m. 4100, sjm rigid saddle ring rsar, cosgrove -edwards - annuloplasty band modell 4600, ce physio-ii ring modell 5200, sjm attune flexible adjustable ring, mitzral solution, ce s.a.v. - mitral modell 6650, ce perimount-plus-mitral modell 6900p, ce perimount magna mitral valve 7000tfx, ats mitral modell 500, sjm-epic-mitral modell el-m 35, sjm mitral modell mj-501, and medtronic mosaic - mitral modell 310. The article concluded that mv repair performed in primary or secondary mitral regurgitation (mr) and reduced lvef provides superior long-term results compared to replacement. Severe lv dysfunction is a significant predictor of reduced survival following mv surgery. [The primary and corresponding author was zara dietze, university department of cardiac surgery, leipzig heart center, struempellstr. 39, 04289 leipzig, germany, with corresponding email: zara.dietze@helios-gesundheit.de] the time frame of the study was from 2005 to 2017. A total of 356 patients were included in the study, of which 60 received an abbott device (22 out of 293 for mv repair, 38 out of 63 for mv replacement). In the mv replacement group, the average age was 66.6 years and the majority gender was female. In the mv repair group, the average age was 63.1 years and the majority gender was male. Comorbidities included hyperlipidemia, arterial hypertension, diabetes mellitus, chronic obstructive pulmonary disease, pulmonary hypertension, atrial fibrillation, prior cerebrovascular incident, prior dialysis, prior myocardial infarction, prior pacemaker, prior implantable cardioverter-defibrillator, and heart failure.